Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer is stating that the chair has a broken hole on the swing away support because the caster has broken and is off to the side.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined. Per the initial evaluation, the frame had a broken hole/tubing on the swing away support. An expanded evaluation was performed. The expanded evaluation report confirmed that there was a crack through one of the adjustment holes of the frame. The frame had signs of considerable use, evidenced by excessive dirt accumulation, scratches, and paint loss in several areas. The following fields were updated accordingly.

Event description:
The dealer is stating that the chair has a broken hole on the swing away support because the caster has broken and is off to the side.